Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the skin. The infusion sets became detached from the body. The caller alleged the infusion sets from a particular box were defective. No adverse event was reported. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.